Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device could not get past the reservoir set up to rewind. Customer's blood glucose was unknown. Customer was advised to change the battery. Customer was unable to rewind. Customer was assisted in rewinding the device. Customer will not be returning the device for analysis.